Manufacturer narrative:
H3: the pipeline flex embolization device appears to be still in good condition when examined within its introducer sheath. The pipeline flex pusher was pulled out from within the introducer sheath without issue. The pipeline flex distal hypotube with the ptfe shrink tubing were found intact. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). The distal pipeline flex pusher (proximal bumper, resheathing pad/marker, ptfe sleeves, distal marker, and tip coil) were found still within the introducer sheath. The distal pipeline flex pusher was removed from within the introducer sheath for further examination. The ptfe sleeves and tip coil were found to be in good condition. The pipeline flex braid was not found with the pipeline flex embolization device. The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿movement during deployment¿ could not be confirmed. Possible causes of the failure include vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, incorrect braid sizing. In this event, the patient¿s ¿severe¿ vessel tortuosity and reported catheter kickback contributed to the event. In addition, due to the size of the aneurysm insufficient distal anchoring of braid and incorrect braid sizing contributed to the event. Regarding the customer¿s report of ¿resistance during retrieval¿ the issue could not be confirmed. No defect was found with the returned phenom 27 catheter that would have contributed to the event. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. Regarding the solder joint separation issue, separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The investigation determined that this event is similar to events that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Codes have been updated to reflect the additional information received. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that it was the second pipeline (model # ped2-350-20) had the pushwire break, not this pipeline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline devices and phenom catheters had movement during placement due to the size of the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery with a max diameter of 35mm and a 14mm neck diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, but the pru level was unknown. It was reported that everything was set up per the instructions for use (IFU), but the size of the aneurysm was too big. When all the devices were in the right position, all of the system fell down, and when the physician tried to recapture the pipeline device, both products got stuck. It was stated this happened with both pipeline and microcatheters attempted to be used to treat the patient. There was no friction or difficulty during delivery or placement, the landing zone was not missed, there was no device jumping, the pipeline was not implanted to cover the aneurysm, and the tip of the catheter moved during deployment. However, it was also stated the bodies of the catheters were entrapped and/or experienced difficult removal with the pipeline devices. The patient did not experience any vasospasm, and there was no medical or surgical intervention required. There was no patient symptoms or complications associated with the event. Ancillary devices include a fargomax + iva80, balt company. Additional information received reported that resistance was in the distal part of the catheter in both cases. The physician had tried to recapture the device and when they felt the pipeline got stuck, they began to recover all of the system for safety and the pipeline released in the catheter. The second device was pulled out with no criteria by the assistant, which is why the pusher was not in the right place. No damage was observed during the procedure, but when they tried to pull back the second device, the assistant pulled too hard and broke the pusher. The procedure was completed by filling the aneurysm with coils.